Event description:
It was reported during the implant procedure that the lead could not be positioned without causing diaphragmatic stimulation. The lead was not implanted, and there was not reported patient complication as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however, there was blood/body fluid noted on the distal conductor on visual inspection.